Manufacturer narrative:
During the customer's device evaluation, when performing functional and performance testing, stryker observed the device did not power on automatically when the lid was opened. The customer received a replacement device under warranty. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During functional and performance testing during evaluation, it was found that the device did not automatically power on when the lid was opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.